Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient received inappropriate shocks. Lead noise was noted. Lead damage was suspected. Lead replacement was suggested. The patient was in good condition.